Manufacturer narrative:
Additional information: d9 a complete lead was returned in one piece measuring 58.2 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high lead impedance, high capture thresholds, and poor sensing. A chest x-ray was completed to reveal it was dislodged. The lead was unable to be repositioned so it was explanted and replaced. The patient was stable.